Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous high results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a elecsys e170 modular analytics immunoassay analyzer. The initial hcg+b result was 1688 miu/ml. The initial result was released outside of the laboratory. The doctor questioned the result as a negative pregnancy result was expected. On (B)(6) 2018 the laboratory retested the same patient sample with hcg+b result of 653 miu/ml and 666.6 miu/ml. The customer believed neither result to be accurate. There was no sample remaining for further investigation of the patient sample. There was no adverse event. The customer stated that they retested other patient samples that were tested on both (B)(6) 2018 and all samples repeated satisfactory. The customer also retested proficiency samples with acceptable results. The hcg+b reagent lot was 25919903 with an expiration date that was not provided. The field engineering specialist visited the customer site and found an issue with the pinch tubing. The pinch tubing was replaced and preventive maintenance was completed. Qc results were within specification. The investigation determined that the issue found by the field engineering specialist was the root cause of the event.